Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since the lot number was not provided. The customer reported allegation of fluid leak could not be confirmed by the investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the patient's pca pump had all lines checked, the writer was assessing the patient when they noticed the floor was wet. Per reporter, when the writer was checking for leaks, they noticed the tubing coming out of the pca pump (right after the flow regulator) was leaking at a very fast rate. The patient was in pain despite writer and staff encouraging using the pca.